Event description:
Head fall apart during the operation. As the surgeon was trying to remove the screwdriver after the pedicle screw was inserted into the patient, the whole screw sleeve detached from the screw with the screwhead attached to the screw sleeve. Only the core of the pedicle screw was left in the pedicle. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include: mnh, mni, kwq, kwp. The complained implant was examined. Manufacturing fault was not found. The product was produced according to specifications. This issue was previously evaluated, an internal action has been initiated to address this issue.